Event description:
It was initially reported that the patient had trouble charging their implantable neurostimulator (ins) but it was later clarified that they had not charged their ins in 3 years. The manufacturer¿s representative met with the patient and performed a physician mode recharge (pmr) procedure, then had to do another pmr where it looked like the device was going to start charging on its own with 2 coupling bars. The recharge antenna was then moved and contact with the ins was lost. The representative had to start a third prm started where a reading of 66 was obtained using the antenna locator (al) feature. It was also reported that the ins was ¿sideways¿ and had been for a long time. Follow up information reported that they could ¿not wake the battery up¿ after 3 tries and that the ins was in an overdischarge condition (od). The patient was directed to contact their physician for a battery replacement. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37754, serial# unknown, product type recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back syndrome ¿ other. It was reported 5 years ago the ins flipped while the patient was doing exercises. The patient stated once the device flipped, they were unable to charge. The patient stated a manufacturer¿s representative (rep) tried to get the ins to charge, but they couldn¿t. The patient stated they were looking for a healthcare professional (hcp) to replace the ins because it helped with their pain. No further complications were reported.